Manufacturer narrative:
(B)(4). Date sent: 7/9/2021. D4: batch # p9aa0f. H6: component code: mechanical (g04). Investigation summary: the product was returned for evaluation. In addition, a tyvek wrapper was also returned along with the device. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with the jaws closed due to the trigger being in the midway position and one formed clip was noted to be in the jaws. Additionally, a suture was stuck in the clip. When the trigger firing was completed, the formed clip fell out and the orange indicator showed up. The instrument has an orange indicator that appears on top of the handle as a reference for the user regarding the number of clips remaining. If the device is empty, it appears. The instrument is designed to lockout after all clips have been fired, however, the lockout mechanism was nonfunctional. No functional testing could be performed due to the condition of the returned device. In order to evaluate the condition of the internal components, the device was disassembled, and the ratchet pawl was found to be damaged, causing the failure of the lockout feature. Also, the device was confirmed empty and one jaw was noted to be damaged. The damage observed on the ratchet pawl from the complaint device is consistent with the damage on the ratchet pawl from device that has been fired through lockout. As the complaint device was returned empty with no clips remaining, it is concluded that after the device fired all clips, the firing of the device continued, thus breaking through the lockout which damaged the ratchet pawl component. The event reported was confirmed and it is related to improper use of the device. The ratchet pawl damage indicates that the device had been fired trough lockout mechanism when the last clip was fired. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # :unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a laparoscopic gastrectomy procedure, the clip was not fed into the jaws although the trigger was grasped, so the device was moved from the patient and fired outside the patient for functionality. Then the trigger did not return to home position. The jaws did not open. Another device was used to complete the case. There were no adverse consequences to the patient. The patient¿s condition is stable. No further information is available.